Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. Received one open and unused sample with the needle detached from the thread, and thread is still wound on the pack. Checked this open sample received and the thread is partially attached to the needle, there are filaments of thread inside the needle hole. It seems that thread had not correctly been attached to the needle. Although, without closed samples a proper analysis cannot be performed, confirmed the complaint with the evidences found in the sample received. As no other customer complaints have been received, this is considered an isolated unit. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: taking into account that the open sample received does not fulfill the OEM specifications, complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: colombia. It was reported that the suture was uncovered and it was observed the thread detached from needle.